Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had poor visualization during case and was unsure of haptic and hinge position as well as rhexis size in relation to the hinges. Striae were present at day one and more at one week causing progressive myopia. The surgeon indicated the likely cause of the event was "poor position of lens during surgery and stria formation". The surgeon is evaluating treatment options. This event refers to the patient's right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7443409) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.